Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received at a later date that this ICD detected another shock impedance measurement above 125 ohms on this rv lead. This appears to be an ongoing issue. Boston scientific technical services (ts) was contacted for assistance. Additional troubleshooting was discussed that could enable the physician to determine the reason for the out of range measurement. No adverse patient effects were reported. The ICD and rv lead still remain in service. Information received from field representative revealed that no further testing has been performed with this system; the specifications within the remote monitoring system were adjusted. The patient will continue to be monitored.

Event description:
Information received from the field representative reported that no changes have been made with this system. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a shock impedance measurement above 125 ohms on this right ventricular (rv) lead. Boston scientific technical services (ts) was contacted to further assistance. The ts consultant discussed that the shock impedance measurements have risen gradually since june, indicating a potential lead issue. The ts consultant discussed troubleshooting that could be performed to help test the system integrity and determine the reason for the high out of range measurement. At this time, the ICD and rv lead remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.